Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from french to english: "needle through catheter for 2 different devices. Clinical consequences: none".

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot, 9339674, and no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that the needle appeared to have pierced through the catheter tubing near the tip. There looked to be bodily fluid inside the hub and tubing indicating that the device was used. Based off the provided photo the engineer was able to verify the reported defect. However, without the physical sample available for investigation a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ shielded IV catheter during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(4) to english: "needle through catheter for 2 different devices. Clinical consequences: none."